Manufacturer narrative:
Medical devices continued: model: ddmb1d1, ICD; implanted: (B)(6) 2017.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high/undefined pacing impedance and oversensing noise. The lead was partially extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.